Manufacturer narrative:
This report is submitted on september 05, 2022.

Event description:
Per the clinic, the patient was hospitalized for an overnight stay (specific date not reported) for imaging purposes.